Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of below 40 mg/dl at the time of the incident, the customer current blood glucose was 200 mg/dl. Customer states the insulin pump alarmed and the pump pushed out insulin into his body and it had a critical pump error. The customer was hospitalized on (B)(6) 2019 around 11:00 am. The customer was treated with glucose drip at the hospital and IV of glucose. Customer alleging possible pump over delivery because insulin pump gave a critical pump error and started giving insulin without customer help. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to critical pump error (open book).